Event description:
It was reported by a customer in (B)(6) that, an 840 ventilator graphic user interface (gui) lost communication with the breath delivery unit (bdu). There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).